Event description:
It was reported the patient had trouble all winter with the pump. It was noted there was a leak in the catheter (B)(6) 2013 and as a result the catheter and pump were replaced (B)(6) 2013. The pump was being used to deliver dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# n168646003, implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).